Manufacturer narrative:
Additional information: d5, e3, h6, h 11. Investigation results: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing number is (B)(4).

Event description:
It was reported via clinical trial patient (B)(6) experience, worsened urge incontinence. Relationship to study device: possible.

Manufacturer narrative:
The investigation is ongoing and results will be reported when they are available. The manufacturing number is (B)(4).